Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no fm observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was foreign matter found in one tube. No patient impact reported. The following information was provided by the initial reporter: "foreign matter in the tube."

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was foreign matter found in one tube. No patient impact reported. The following information was provided by the initial reporter: "foreign matter in the tube."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.